Manufacturer narrative:
The nh3l2 reagent lot number is 541298.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter alleged discrepant nh3l ammonia results for one patient - a patient brought to the emergency room to be assessed for infant malaise, tested on the cobas 6000 c 501 module. On (B)(6) 2021, the nh3l2 result was 119 ug/dl. On (B)(6) 2021, the initial nh3l2 result at 8:31 am was 344 ug/dl. The repeat nh3l2 result at 11:25 am was 260 ug/dl. The nh3l2 was tested again and the value was reportedly normal. The reagent lot number was requested but not provided.

Manufacturer narrative:
There was no calibration data for the reagent lot 541298 which was used on the dates of the event ((B)(6) 2021). The qc data provided for the negative control from (B)(6) 2021 until (B)(6) 2021 was within +/-1sd range. The qc data provided for the positive control on (B)(6) 2021 using an expired control lot was within -2 sd. The following information was requested but not provided: if the result generated in the other hospital was the same sample or was another sample drawn from the patient. Print-out of the daily alarm trace prior to the event. The cause of the event could not be determined. Medwatch field b6 was updated.